Manufacturer narrative:
Product complaint (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Event description:
It was reported by the affiliate via complaint submission tool that during kit inspection the 7.0 x 75mm reusable obturator ns fell out of the handle. No patient consequence and no surgical delay was reported. No additional information was provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: d10: the date device returned to manufacturer was documented as 10/31/2019 on the initial report and has been updated as 10/30/2019. Additional information: investigation summary: the complaint device was received and inspected. Upon visual inspection it was noted that the handle and the metal shaft had separated. Base of the handle had stripped as well. This complaint can be confirmed. It is possible the device has seen heavy use and has been used beyond its design intent eventually leading to this failure. The potential cause for this issue is not related to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot the potential cause for this issue is not related to manufacturing, therefore a manufacturing record evaluation is not required.